Event description:
It was reported that a balloon failed to deflate and removal difficulties occurred. The target lesion was located in the right superficial femoral artery (sfa). The ranger drug coated balloon was advanced to the lesion and inflated to 8atm for 2min. Upon deflation only the distal end near the tip deflated. The physician deflated the proximal end of the balloon by using a needle through the skin into the balloon. The physician was then able ot get the whole balloon back through the sheath. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a ranger drug coated balloon (dcb) with no other devices. There were several locations throughout the catheter that were stretched and necked-down. The shaft was kinked proximal of the tack weld. The balloon was bunched-up over the distal tip and at the proximal markerband. There was no evidence that the observed damage was due to any manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon failed to deflate and removal difficulties occurred. The target lesion was located in the right superficial femoral artery (sfa). The ranger drug coated balloon was advanced to the lesion and inflated to 8atm for 2min. Upon deflation only the distal end near the tip deflated. The physician deflated the proximal end of the balloon by using a needle through the skin into the balloon. The physician was then able ot get the whole balloon back through the sheath. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.